Manufacturer narrative:
The mobile view station (mvs) keyboard was returned to the manufacturer for analysis. Reported issue was able to be duplicated. The "s" and "l" keys were found unresponsive when keyboard was tested. Some other keys "I", "f" and "b" responded after pressing multiple times. The rest of the keys and the mouse pad function as expected. Faulty keyboard. The hardware investigation found that reported event was related mechanical failure mode; the keyboard had malfunction, wear.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Replaced the mobile view station (mvs) keyboard due to the user alleging that the buttons weren't working. The imaging system passed all tests and is up and running. The malfunctioning keyboard has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system keyboard was not functioning properly. It was reported that not all of the keys were working. There was no patient present when this issue was identified. No additional details were provided.